Event description:
It was reported that during a prostate procedure, the first fiber activated fiberlife at 101, 380 joules. The fiber was exchanged. The fiber tip of the second fiber detached and was retrieved. A second fiber was used to complete the case. This reports is for the second fiber. No pt injury was reported.

Manufacturer narrative:
Event problem: the component codes; fiber and cap are associated with the device code break.